Event description:
While treating a pt, the device delivered three shocks to the pt successfully; one at 200 joules, a second at 200 joules and a third at 360 joules. The device then failed to discharge any subsequent shocks at any energy level. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.